Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.